Manufacturer narrative:
The device and lead remain implanted pending a lead revision procedure. This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services recommended a lead revision, as shock therapy may be compromised. The field representative reported the physician was planning to replace the lead. No adverse patient effects were reported.